Event description:
According to info received from the risk manager, this pt had a vein graft anastomosed with an aortic connector. It was reported the graft was 100% occluded and redo CABG was performed; however, the pt expired three days postoperatively. It was also reported the implant procedure occurred without incident and the antiplatelet regime the surgeon prescribed was "not consistent; however, all of his pts were on aspirin. Add'l info was unable to be provided by the hosp; however, info has been requested from the surgeon. Related mdrs 2135392-200300125.